Event description:
Pt was implanted with prodisc-c between c6-c7 in (B) (6) 2009 in order to treat chronic radiculopathy. Following the implantation, radiculopathy persisted and pdc was explanted.

Manufacturer narrative:
Additional info has been requested. Pdc implanted (B) (6) 2009. The exact date was not provided during initial report, additional info has been requested. Date of manufacture cannot be determined without a part and lot number.